Event description:
The customer reported that the system would not save live images or perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hard disk drive and the picture archiving communication system controller and ordered a new footswitch. The system was tested and found to be working as intended and put back in service.